Manufacturer narrative:
Product analysis: the device was returned with the balloon in a post-inflated state. A 20ml water filled syringe was used to flush the device and a steady stream of water was observed exiting the tip. A 0.018¿ guidewire from the lab was loaded and an indeflator was used to inflate the balloon but the balloon would not inflate. A visual inspection of the device found that the balloon bond was stretched. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving a pacific plus, there were deflation difficulties with the balloon catheter in the right mid common femoral artery. The target lesion was identified as calcified with moderate calcification and tortuosity. Artery diameter reported as 6-7mm and lesion diameter reported as 80mm. A non-medtronic inflation device was used with 50/50 contrast. The patient experienced a 15-minute delay in surgery due to the product malfunction. The balloon was eventually deflated manually with a needle stick after 15 minutes of negative pressure, using ultrasound guidance into the right groin where the balloon was stuck inflated. The procedure was completed using a new 7x80 in.pact 018 drug coated balloon. The patient recovered and was exposed to unnecessary risk associated with additional vessel trauma. No further patient injury reported for this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.